Event description:
I was using a recalled CPAP machine for 7/8 years before it was recalled. In that time I've developed chronic coughing (I still have), lump on my neck (still have), throwing up every 5/10 minutes, developed a medication allergy, couldn't walk for 2 days (my family had to help me), day and night sweats, terrible fevers, asthma, tubes to my lungs restricted, headaches, and more.